Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to device failure. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.